Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the insulin on board feature (iob) is not calculating correctly into bolus total. There was no allegation of a blood glucose excursion. During troubleshooting, customer support tested the iob calculation and found the pump was not subtracting the iob amount correctly. This complaint is being reported as the issue was not resolved and the inaccurate insulin on board calculations could cause the user to improperly dose.

Manufacturer narrative:
Follow-up #1: date of submission 6/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/15/2016 with the following findings: . Unable to verify or duplicate reported issue. Current total daily basal deliveries were correct and bolus deliveries were correctly reflected in the daily insulin delivery totals. No insulin delivery interruptions or pump malfunctions were observed in the black box download. Pump settings confirmed iob set to 4 hours. During testing iob calculated correctly. Unrelated to the complaint, the battery compartment is cracked below bumper pad.